Event description:
Case description. Batch numbers. Novopen 4: kvgy352. Since last submission case has been updated with the following information: novopen 4 batch number added. Device available for evaluation and returned to manufacturer on updated. EU/ca tab: current location of device updated. Narrative updated accordingly. Final manufacturer comment: 19-sep-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. Relevant information on clinical consequence due to device exchange, wrong product used and any technical complaint or malfunction with novopen 4 are unavailable. No conclusion reached on the functionality of novopen 4. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Two patients are exchanged their novopen 4 with us during their hospitalization time by mistake. [Wrong device used]. Two patients are exchanged their novopen 4 with us during their hospitalization time by mistake. [Device use confusion]. Case description: study ID: (B)(6)-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "two patients are exchanged their novopen 4 with us during their hospitalization time by mistake.(wrong device used)" with an unspecified onset date, "two patients are exchanged their novopen 4 with us during their hospitalization time by mistake.(device use confusion)" with an unspecified onset date, and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus(type and duration not reported). On an unspecified date, two patients exchanged their novopen 4 with patient educator during their hospitalization time by mistake. Patient educator didn't know any information regarding 2nd patient, but confirmed that the patient used np4 that belongs to another patient and the patient was hospitalized. Batch numbers: novopen 4: not reported. The outcome for the event "two patients are exchanged their novopen 4 with us during their hospitalization time by mistake.(wrong device used)" was not reported. The outcome for the event "two patients are exchanged their novopen 4 with us during their hospitalization time by mistake.(device use confusion)" was not reported. Reporter's causality (novopen 4) - two patients are exchanged their novopen 4 with us during their hospitalization time by mistake.(wrong device used) : unknown. Two patients are exchanged their novopen 4 with us during their hospitalization time by mistake.(device use confusion) : unknown. Company's causality (novopen 4) - two patients are exchanged their novopen 4 with us during their hospitalization time by mistake.(wrong device used) : possible. Two patients are exchanged their novopen 4 with us during their hospitalization time by mistake.(device use confusion) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: linked case. Preliminary manufacturer comment: (B)(6) 2025: relevant information on clinical consequence due to device exchange, wrong product used and any technical complaint or malfunction with novopen 4 are unavailable. No conclusion reached on the functionality of novopen 4.

Event description:
Case description: investigation results: name: novopen4, batch: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with the following information: -investigation results updated -device tab: is non-reportable and malfunction fields updated to no -EU/ca tab: expected date of follow up removed and final report was ticked -device addendum: annex b c d g codes updated -CAPA comment updated in eol -narrative updated accordingly references included: reference type: e2b linked report reference ID#: (B)(4) reference notes: linked case. Final manufacturer comment: 19-sep-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. Relevant information on clinical consequence due to device exchange, wrong product used and any technical complaint or malfunction with novopen 4 are unavailable. No conclusion reached on the functionality of novopen 4. H3 continued: evaluation summary. Name: novopen4, batch: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: investigation results: name: novopen4, batch: kvgy352. Visual examination of the returned product was performed. During examination of the product, no irregularities related to the complaint were detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission case has been updated with the following information: novopen 4 batch number added. -investigational results updated. -imdrf codes changed. -narrative updated accordingly. Final manufacturer comment: 26-dec-2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Relevant information on clinical consequence due to device exchange, wrong product used and any technical complaint or malfunction with novopen 4 are unavailable. H3 continued: evaluation summary - name: novopen4, batch: kvgy352. Visual examination of the returned product was performed.during examination of the product, no irregularities related to the complaint were detected.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.